Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not generate excessive noise or overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat. All functions perform as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the mdu was overheating during the procedure. A backup device of the same model was used to complete the procedure. No injuries or complications were noted as a result.